Manufacturer narrative:
Other relevant device(s) are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0343679v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Product ID: 3387-40, lot# j0343750v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 23-sep-2007, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 30-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the lead gradually started to come out of the head at the lead site so the healthcare provider (hcp) decided to remove the system and the patient was in the hospital for three days following this. The patient was then transferred to a rehabilitation facility across from the hospital and they were there for 1.5-2 weeks. During that time the consumer was on some medications (the consumer didn¿t remember what they were) and wasn¿t taken care of well. The patient¿s son received a call from the facility that the patient¿s oxygen level was really low, so they were transferred to the emergency room at the hospital and put on oxygen. Later the patient was put on a more powerful oxygen machine for eight days with the family being told the patient wouldn¿t survive as they had an advanced case of pneumonia. On (B)(6) 2018 the oxygen was discontinued, and the patient died after 30 minutes with the cause of death being ¿pneumonia and something else¿ the consumer couldn¿t remember; however, no autopsy was performed. When the consumer was asked if the death was related to the device they initially said yes, with everything happening right after the device was removed, but when they were later asked if the hcp told them the death was caused by the device they said no. Relevant medical history includes essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had an infection at the top of their head ¿where the wires¿ went down to the subnucleic thalamus and they eventually broke through the skin on her head. According to the consumer the infection started coming down the patient¿s forehead and if it had gone much further it probably would¿ve gone over her eyes. It was noted the patient went to a dermatologist and all they did was put a band-aid on it until the nurses eventually said something had to be done because letting the infection go like that could be very dangerous. Due to this, arrangements were made to have the system removed on (B)(6) 2018.